Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the white residue in the light guide lens is cause not established and the most probable cause of the pinhole at objective lens adhesive is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited white residue in the light guide lens and the objective lens has hole in its adhesive. There was no patient involvement.